Event description:
Facility reports 2 hours into treatment pt c/o abd pain and was hypertensive 205/86 p-69. Upon inspection of the equipment the saline clamp was found to be attached to the arterial bloodline below the pump segment causing partial occlusion the tubing. The clamp was removed. Pt then was allowed to go to the bathroom and abd pain was relieved. Treatment was then resumed, uf turned off and pt was given 200cc of ns and phenergan 12.5mg IV per md. At the end of the treatment pt was c/o chest pain and abd pain. EKG was taken and pt was evaluated by md. Pt then was d/c'd to the hosp via ambulance for further eval.